Event description:
Multiple occurrences of sensor failures. Approximately 1/4 to 1/3 of sensors either fall off or stop working prior to the 14 days they are to last according to the label. They sometimes bleed when they fall off, sometimes bruised my arm and often leave a scar (raised bump) when I remove them.